Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states that the concentrator runs then shuts off by itself. Then after a short period of time, the unit starts running again. MDR filed.